Event description:
The customer's son reported that the customer passed away after experiencing a heart attack. The son stated that the customer was found in his bathroom with 25 test strips around him. The son felt that the customer may have been having trouble controlling his blood glucose levels. The son agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.